Manufacturer narrative:
Pro code: obj, itx.

Event description:
It was reported that marker flaking occurred. The target lesion was located in the left common iliac vein. An opticross imaging catheter was used successfully with no issues noted. Post procedure it was noticed that the marker on the end of the catheter, on a part that does not enter the patient, was flaking. The procedure was completed with the original device. No patient complications were reported.